Event description:
It was reported the right ventricular (rv) implantable pacing lead was exhibiting increasing impedance and thresholds. The physician prophylactically replaced the rv lead using laser lead extraction (lle). During the revision procedure, the right atrium (ra) implantable pacing lead was dislodged and was consequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4): (B)(4) implantable pulse generator 2006-(B)(6); (B)(4) implantable pacing lead 1999-(B)(6). (B)(4).